Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
The customer reported a low reading issue with the adc freestyle libre sensor. The customer reported the symptom of vomiting and went to the hospital. A sensor scan reading of 240 mg/dl was obtained, as compared to a healthcare meter reading of 396 mg/dl. The customer was diagnosed with diabetic ketoacidosis and treated with insulin infusion via IV (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
The customer reported a low reading issue with the adc freestyle libre sensor. The customer reported the symptom of vomiting and went to the hospital. A sensor scan reading of 240 mg/dl was obtained, as compared to a healthcare meter reading of 396 mg/dl. The customer was diagnosed with diabetic ketoacidosis and treated with insulin infusion via IV (dose/type unknown). There was no report of death or permanent injury associated with this event.